Event description:
It was reported that the patient was "very happy" with results of her elevate posterior implant, however, a routine colonoscopy found the "mesh eroded into her rectum". The patient was "non symptomatic and non infection." A colorectal surgeon repaired the erosion and the entire graft was removed. At time of report, the patient was approximately ten days post operation and "doing well". No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.